Event description:
Rn inserted the tb syringe into the heparin 5000 units / 0.5 ml vial to draw up the heparin. Then the needle from the heparin syringe completely broke off while it was still inside the vial.